Event description:
The entire system was removed due to infection. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.